Manufacturer narrative:
(B)(4).

Event description:
The patient stated her stimulation was "not quite right" following revision surgery. Details of the revision were not provided. The patient requested help with reprogramming. Additional information has been requested, a follow-up report will be sent if additional information becomes available.